Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor experienced backflow after it was filled with fluorouracil. This was identified before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured may 19, 2015- may 20, 2015. The device was received for evaluation. Visual inspection noted evidence of backflow and leakage at the fill-port when the cap was removed. A particle was found to be the cause of the leakage and backflow. Ftir analysis determined the particle to be acrylic material. The reported condition was verified. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.